Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported that the customer experienced a low blood glucose level of 49 mg/dl. She treated her low blood glucose level with grape juice. Her low blood glucose level might have been caused by an overcorrection for an elevated blood glucose level of 276 mg/dl. The customer received a meter blood glucose now alarm. The device was not returned.